Event description:
It has been reported to philips that the host pc failed to start. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) checked and found that the host pc does not boot and there is no display on the data monitor. Troubleshooting actions of manually restarting the host pc was done, which did correct the issue initially. However, the same issue was reported again on (B)(6) 2023 at 06:57 pm. The issue was caused by the host pc stopping in the bios as startup. Analysis of the log file showed that the system was down from (B)(6) 19:25 to (B)(6) 12:22 which indirectly indicates something malfunction related to host pc. The field service engineer (fse) replaced and configured the host pc, which returned the system to use in good working order. The codes were updated based on the investigation outcome.